Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 09 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). See [mw5087122]

Event description:
Fill volume: 400 ml ; flow rate: 8 ml/hr ; procedure: unknown ; cathplace: femoral ; infusion start time: unknown; infusion stop time: unknown. FDA medwatch #mw5087122 was received: "pod [post-operative day] #1, by regional resident for f/u [follow-up] of on-q, at that time the mom reported the pt. [Patient] had done well overnight after surgery but had started having a lot of pain yesterday during the day. She also noted the on q ball was already empty. I reached the room last night via text message and she confirmed the on q ball had been empty since 0600, approx. 17 hours after the ball was connected to the femoral pnc [peripheral nerve catheter]. She sent me a picture showing what appears to be a completely empty on q ball, (400ml was in original pain ball). Therefor the ball emptied [greater than] 33 hours earlier than would be expected with a rate of 8cc/hr. Most likely pump either malfunctioned or had a leak in it. Mom did not notice any witness or leakage around the ball or catheter."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 03 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 05 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint(B)(4).. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional contact information for initial reporter received 14-jul-2019.patient details received (B)(6) 2019. No injuries or medical intervention warranted.additional information received (B)(6) 2019 from the pharmacist indicated "event date 5/29/2019 - patient's mom was contacted yesterday [21-jul-2019], pod [post-operative day] #1, by regional resident for follow up on [pump]. At that time the mom reported the patient had done well overnight after surgery but had started having lot of pain yesterday during the day. She also noted the on-q ball was already empty... She confirmed the on-q ball had been empty since 0600, approximately 17 hours after the ball was connected to the femoral pnc [peripheral nerve catheter]. She sent me a picture showing what appears to be a completely empty on-q ball. Therefore the ball emptied [greater than] 33 hours earlier than would be expected with a rate of 8cc/hr...mom did not notice any wetness or leakage around the ball or catheter. Mom due to remove the pnc this morning and will save the on-q ball and bring with her to her follow p appointment with dr. So that we can examine the ball and send it to the manufacturer. Patient had no signs/symptoms of local anesthetic systemic toxicity at any time and no side effects of this event other than pain which was mostly controlled with percocet when I talked to mom last night." Sample not returned to pharmacy.